Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that there is a significant sideways bend/kink in the measuring hook shaft approximately 45 mm from the end of the hook. The measuring hook has come out of the slider body and there is evidence on the slider body and measuring hook of where the parts were staked together. There are dings in the end of the nose piece where it appears the depth gauge was completely collapsed such that the hook bottomed out on the end of the nose piece. The returned part was manufactured in november 2004 and is over 7 years old. There is a kink in the shaft of the measuring hook 90° to the plane of the hook and there are marks on the end of the nose piece where the hook has been pulled fully into the assembly with enough force to mark the nose. The staking failed as a result of mis-use and rough handling as evidenced by the bend in the shaft and the marks on the end of the nose piece. It is concluded that this complaint condition was caused by mis-use and rough handling and is not the result of any manufacturing or design issues. Therefore, this complaint is invalid.

Event description:
It was reported that during an orif ankle procedure the surgeon was using the depth gauge for 2.7mm and small screws and the wire broke. The wire was retrieved and the surgeon used another depth gauge to complete the procedure with no adverse effect to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2012.

Event description:
This is report 1 of 1 for complaint (B)(4).